Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker was explanted and replaced due to premature battery depletion. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker was explanted and replaced due to premature battery depletion. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned crt-p was analyzed and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Additional information was added to the following fields: b5: describe event or problem field. H:11 additional MFR narrative.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker was suspected to exhibit premature battery depletion. It was decided to explant and replace this device. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker was explanted and replaced due to premature battery depletion. This device is expected to be returned for analysis. No further adverse patient effects were reported.